Manufacturer narrative:
Event conclusion: cpi analysis testing confirmed the telemetry problems. The telemetry problem was isolated to the spot welded of the positive telemetry wires. The broken wrench tip in the positive hex slot was induced. This indicates that the model 6942 bi-directional break away torque wrench that is packaged with the device was not used. The unit paced and sensed normally during testing and the magnet rate returned to bol when telemetry was established.

Event description:
The ipg was explanted.